Manufacturer narrative:
Product event summary : the partial lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. It was noted that the proximal conductor of the lead became extrinsically fractured due to pulling/ stretching/overstress, and the proximal conductor of the lead developed a fracture due to flexing while in vivo. The analyst commented that the lead was received in several pieces with a lot of damage throughout.

Manufacturer narrative:
Concomitant products: 5076-52 lead, implanted: (B)(6) 2005.

Event description:
It was reported that the atrial lead exhibited high thresholds and impedances, a failure to capture, and a confirmed fracture. An x-ray indicated that the distal portion of the lead had separated from the rest of the lead. The lead was reprogrammed initially and later was explanted and replaced, but the distal tip remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.